Manufacturer narrative:
D4: expiration date, h4: device manufacture date, h6: investigation findings and investigation conclusions. Section h3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed that the tip is bent causing the stated failure. This device shows signs of significant wear and usage. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem.

Event description:
It was reported that, the rdce frcps w/ srrtd jw is worn and the tip is bent. It is unknown when the event happened or if there was a patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the forceps have burrs and gouges on the device. The device was manufactured in 2014. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the rdce frcps w/ srrtd jw are worn and the tips are bent. It is unknown when the event happened or if there was a patient involvement.